Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading on the night prior was 600 mg/dl. The customer stated that she had experienced high blood glucose levels for the past week and thought that there may be something wrong with the insulin pump. The blood glucose reading at the time of the call was 400 mg/dl. She complained of shakiness as a symptom of high blood glucose. She stated that she had treated with the insulin pump and was advised to contact her doctor regarding the issue. Upon troubleshoot, no leak was found and insulin exited the tubing during a manual prime. Troubleshoot was discontinued, as the blood glucose reading had risen to 600 mg/dl during the call. After a bolus of 19 units of insulin using the device, the blood glucose reading dropped to 583 mg/dl. She advised that she would call someone and call back once she was able to stabilized her blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.